Manufacturer narrative:
E1 - initial reporter -(B)(6) the serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use, an intra-aortic balloon (iab) had a blood back issue. Blood leaked into the system due to balloon perforation, it reached the safety disk of the cardiosave pump used with the balloon. There was no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the blood ingress was due to an incorrect balloon insertion. The customer continued to autofill, and the blood ended up in the pump's safety disk.